Manufacturer narrative:
Patient information is not available for reporting. Date of device breakage is not known. This report is for an unknown quantity of unknown screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. It is not known if devices were explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a locking compression plate (lcp) distal femur plate and unknown quantity of screws on unknown date. On unknown date it was determined that the heads of multiple screws are broken. Quantity of broken screws is not known. It is also not known if patient will be returned to surgery for removal of the broken devices. Concomitant devices reported: lcp distal femur plate (quantity 1). This report is for unknown quantity of unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient height is 1 meter and 69 centimeters and bmi is 32.6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant: plate lcp-df 4.5/5.0 (part number 422.253, lot number 8532746).

Manufacturer narrative:
Update: this report is for (1) unknown screw/unknown lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 25. July 2017: the investigator reviewed the x-rays and confirmed that three screws broke post-operatively. For this reason the quantity for the unknown screw will be changed to 1.

Manufacturer narrative:
Updated information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(6) 2017, it was reported that postoperatively multiple screw heads broke which were used in combination with a locking compression (lcp) distal femur plate. A total of three (3) screws broke post-operatively.

Manufacturer narrative:
Updated information provided from reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 20 july 17, material received july 19, 2017. Part and lot number in complaint detected. The quantity for the unknown screw will be changed to 1. Two additional parts were added to complaint. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Remove verbiage: it is also not known if patient will be returned to surgery for removal of the broken devices. Implant & explant dates added. Remove verbiage: date of implant is not known / it is not known if devices were explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.